Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't get the tampon out-vagina [foreign body in reproductive tract]. String pulled out during removal [complication of device removal]. String was pulled out- tampon [device breakage]. Case description: consumer reported via e-mail that the string pulled out of the tampon during removal. No serious injury reported.